Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The parent reported the pediatric patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was feeling unwell, sick, disorientated, wanting to pass out and sweaty; she experienced high ketones 3.3 mmol/l . The cgm was reading low, and the blood glucose reading was 31.1 mmol/l. The patient was taken to the hospital by the mother and admitted. There she was treated with 20 units of novorapid insulin, manual injections, IV potassium and constantly monitored. At the time of the report the patient was still feeling a little bit tired, but she was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.